Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), coagulopathy ("clotting"), inflammation ("inflammation"), migraine ("migraines"), uterine leiomyoma ("fibroids"), cyst ("cyst") and tooth disorder ("dental issues"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, coagulopathy, inflammation, migraine, uterine leiomyoma, cyst and tooth disorder outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, coagulopathy, inflammation, migraine, uterine leiomyoma, cyst and tooth disorder to be related to essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pain (see as pelvic pain) and heavy bleeding (seen as genital bleeding). She underwent hysterectomy and had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding"), coagulopathy ("clotting"), inflammation ("inflammation"), migraine ("migraines"), cyst ("cyst"), tooth disorder ("dental issues"), vitamin d deficiency ("vitamin d deficiency"), fatigue ("exhausting") and feeling abnormal ("brain fog") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, coagulopathy, inflammation, migraine, uterine leiomyoma, cyst, tooth disorder, vitamin d deficiency, fatigue and feeling abnormal outcome was unknown. The reporter considered coagulopathy, cyst, fatigue, feeling abnormal, genital haemorrhage, inflammation, migraine, pelvic pain, tooth disorder, uterine leiomyoma and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding"), coagulopathy ("clotting"), inflammation ("inflammation"), migraine ("migraines"), cyst ("cyst"), tooth disorder ("dental issues"), vitamin d deficiency ("vitamin d deficiency"), fatigue ("exhausting") and feeling abnormal ("brain fog") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, coagulopathy, inflammation, migraine, uterine leiomyoma, cyst, tooth disorder, vitamin d deficiency, fatigue and feeling abnormal outcome was unknown. The reporter considered coagulopathy, cyst, fatigue, feeling abnormal, genital haemorrhage, inflammation, migraine, pelvic pain, tooth disorder, uterine leiomyoma and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event exhausting, brain fog was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding"), coagulopathy ("clotting"), inflammation ("inflammation"), migraine ("migraines"), cyst ("cyst"), tooth disorder ("dental issues") and vitamin d deficiency ("vitamin d deficiency") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, coagulopathy, inflammation, migraine, uterine leiomyoma, cyst, tooth disorder and vitamin d deficiency outcome was unknown. The reporter considered coagulopathy, cyst, genital haemorrhage, inflammation, migraine, pelvic pain, tooth disorder, uterine leiomyoma and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event vitamin d deficiency added. Seriousness criteria for the event genital haemorrhage updated to non-serious based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pain (see as pelvic pain) and heavy bleeding (seen as genital bleeding). She underwent hysterectomy and had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible further information will be obtained through the litigation process.